Event description:
It was reported that pump screen was cracked. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance and no additional information was obtained, so no further action was required by technical support.